Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement, as this issue occurred while connecting the pump to charge and was not being used on the customer at the time of the reported event.